Event description:
The initial report stated that the patient return electrodes were found to have significant discoloration in the gel portion. There was no patient involvement. On return and evaluation, it was found that the results of the resistance test indicated that the product was out of specification. There were two patient return electrodes. The other one is reported on MFR report # 1717344-2008-00394.

Manufacturer narrative:
This product was returned for cosmetic defect. However, when the sample was evaluated, it was found to have no electrical continuity due to a stress fracture in the foil at the tab end of the electrode. A stress fracture at the tab end of the electrode with resultant non electrical continuity has the potential to cause a patient burn. A failure analysis into the occurrence of stress fractures found that they could be induced by manipulation of the tab during assembly, application to the patient and removal from the patient. Additionally, a device that has been reused and subjected to multiple manipulations has a much greater chance of incurring a stress fracture. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrode continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained on the proper use of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 manufacturing improvement were implemented to reduce the possibility of stress fractures.